Event description:
It was reported that the customer was hospitalized for high blood glucose of 595mg/dl. The mother stated when the infusion set was removed, she noticed that the cannula was bent. The mother also stated that the customer and the insulin pump were not available at time of the call to troubleshoot. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.